Event description:
The customer reported a leak from a coulter lh 750 hematology analyzer. The leak was not contained within the instrument. In addition, the instrument generated differential psi low error messages. The instrument operator was wearing gloves, face shield, and a lab coat at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated and patient treatment was not impacted a result of this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found that tubing was not properly attached at pinch valve vl48b. The fse reattached the tubing, which resolved the leak and error messages. Repairs were verified per established procedures. (B)(4).